Event description:
The customer stated she was unable to read the display of the contour meter because the screen was blurry and fuzzy, so she went to the emergency room. The customer stated she interpreted a reading as being normal when it was actually high. She could not provide the actual results. She was hospitalized on (B)(6) 2013. Details were not provided. During the call it was discovered that some of the segments were missing. The hospital has the customer's meter and strips so no information could be provided. Customer was sent a new kit.

Manufacturer narrative:
The customer was unable to provided the product information, it's not possible to determine the manufacture date without the meter information.